Event description:
A healthcare professional reported that the cutter could not cut efficiently even after reducing cut rate during vitrectomy surgery. The surgery was completed on the same day with the same cassette. There was no impact to the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).